Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that in or2 hub shut down in the middle of a case and bottom battery in rack was orange. Therefore, there was a loss of image.